Event description:
Ems personnel were treating a cardiac arrest pt. Allegedly while attempting to monitor the pt, the device displayed only artifact and the operator could not discern the pt's ECG. There were no adverse effects to the pt reported as a result of the alleged malfunction.